Event description:
A report was received that the patient underwent a pocket revision due to uncomfortable ipg location. The physician relocated the ipg and the patient is reportedly doing well following the procedure.